Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported what appeared to be a "small styrofoam ball" was observed inside the tubing "with a white clip" of the low recirculation volume apd set with cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection with the naked eye observed a small, round, and white particulate matter loose inside the patient line tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related. The source of the particulate matter could not be determined, however, the potential cause is the particulate matter was a dried solvent from a solvent assembly step during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.